Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that by replacing with backup instrument, the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, customer reported that the harmonic ace instrument moved independently when removed, causing a small shift in the master. The problem occurred exclusively with harmonic mounted on multiple arms, while with other instruments on the same arms there was no malfunction. The problem was identified during the procedure and the ports had been placed. Tse checked the logs; error was not verified. The customer completed the procedure, robotically, as expected, with less than 15 minutes delay. No harm for the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. When the instrument was in use, the movements of the surgeon scaled appropriately to the instrument, and the scale was appropriately matched. When the instrument was in use, the movement was in the intended direction. The timing of instrument movement was appropriate, as the instrument moved when the surgeon commanded movement without delay or lag. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions, such as a collision between the system arm and external or equipment or staff. The issue was persistent, and another back-up instrument was used to complete the procedure, not harmonic. There was no injury to the patient as a result of the event. The device was inspected prior to use, and there was no damage or anything out of the ordinary. The issue occurred approximately 120 minutes after the start of the procedure.